Manufacturer narrative:
Quality safety evaluation of ptc received on 07-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain. This event is anticipated according to reference safety information for essure. Abdominal and pelvic pain of varying intensity and length may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, sharp shooting pain down the left leg, and excessive migraine headaches. She never experienced any of these conditions prior to undergoing the essure procedure. She is scheduled to undergo surgery to remove her essure coils on (B)(6) 2016. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain. This event is anticipated according to reference safety information for essure. Abdominal and pelvic pain of varying intensity and length may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), pain in extremity ("sharp shooting pain down the left leg") and migraine ("excessive migraine headaches") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, back pain, abdominal pain, pain in extremity, migraine and endometrial ablation outcome was unknown. The reporter considered abdominal pain, back pain, discomfort, endometrial ablation, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2016. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: reporter was added, essure removal date were updated. Event endometrial ablation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.